Event description:
The reporter stated the pt reported having slipped on a wet floor at some time following foot surgery to implant the device. The pt then had an anterior tendon rupture. The implanted plate was removed and not replaced. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.